Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used in a percutaneous endoscopic gastrostomy (peg) replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the device, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with the new endovive sercuri-t. There were no patient complications reported due to this event.

Manufacturer narrative:
A visual examination of the returned device revealed that there were residues present on the device indicating use and handling. The internal bolster was found to be separated from the device and was not returned for analysis. Remnants of the bolster remained on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster had been securely molded to the tubing. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because excess force was applied to the device during removal causing the bond between the tubing and bolster fail. Therefore, taking into consideration all this factors and the condition of the returned product, the most probable cause of this complaint will be document as ¿operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure the performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used in a percutaneous endoscopic gastrostomy (peg) replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the device, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with the new endovive sercuri-t. There were no patient complications reported due to this event.